Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008, the patient underwent a ptca and a 3.0 x 23 mm xience stent was implanted in the mid lad after myocardial infarction. In 2009, patient presented with re-occurrence of angina, 6 months after angioplasty. An angiogram showed restenosis at the distal and proximal edge of the xience v stent. Ptca was performed with a balloon and a drug eluting stent from another company. The drug eluting stent was implanted to the distal and proximal edge of existing xience v stent, and post-dilated with a nc mercury balloon. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Restenosis and angina, as listed in the IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indication of a product quality deficiency. In this case, the angina was likely a secondary effect of the restenosis, which resulted in hospitalization and treated with balloon angioplasty and the placement of another stent.